Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.